Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that insulin pump had the words "none" on display screen. Caller was educated on meaning of message and was assisted in turning off reminder. Customer reported of been hospitalized on (B)(6) 2015 with blood glucose of 595 mg/dl. Customer had symptom of not feeling well. Customer was hospitalized due to high blood glucose. Customer was hospitalized for two days. Customer was wearing insulin pump at the time of hospitalization. It was reported that possible cause of high blood glucose was stress. Customer received assistance in programming meter.